Event description:
A report was received that the patient¿s lead had 2 contacts that were showing high impedance and were not functioning. The patient underwent a lead revision wherein, the lead was replaced with a new one. The patient was doing well following the procedure.

Manufacturer narrative:
Sc-2218-50, sn (B)(4): device evaluation indicated that the lead passed mechanical test performed. The complaint has been confirmed. High resistance readings were registered at contacts 4, 5 and 7. Visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is from the set screw mark of the clik anchor. The broken cables resulted in the reported complaint of high impedance. Sc-2218-50, sn (B)(4): a review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient¿s lead had 2 contacts that were showing high impedance and were not functioning. The patient underwent a lead revision wherein, the lead was replaced with a new one. The patient was doing well following the procedure.